Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set is confirmed; however, the exact cause is unknown. Three photographs of a powerloc max were returned for evaluation. An initial visual observation of the photographs showed a relatively large crack in the y-site of the infusion set. No details of this crack could be discerned from the returned photographs. Use residues were observed on and within the sample in the returned photographs. No other damage was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "faulty gripper". No other information was provided. Additional information received 6/5/2024: it was reported noticed leaking during initial flush of the gripper. Incident seemed to occur a day after the gripper has been put in. During flushing and aspirating well without leak on first day of access and noticed leak the next day. High risk as patient was about to receive chemotherapy, which was delayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported "faulty gripper". No other information was provided. Additional information received on 6/5/2024: it was reported noticed leaking during initial flush of the gripper. Incident seemed to occur a day after the gripper has been put in. During flushing and aspirating well without leak on first day of access and noticed leak the next day. High risk as patient was about to receive chemotherapy, which was delayed.